Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4 mm from the balloon proximal tip. Based on the information provided, there was calcium confirmed on angiogram. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device has not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1514001) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon loss of pressure event occurred during pullback and was due to calcium confirmed on angiogram. A hematoma of over 6 cm in size formed. Hemostasis was achieved with manual compression for more than 30 minutes and femostop application. The patient was not hospitalized. Additional information: the balloon lost pressure at the 1st stop. At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention coronary vessel size: 7 mm stick location: medium